Event description:
The device was received with no information and no known patient consequences.

Manufacturer narrative:
Evaluation summary - the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off the device during transport to our analysis site. A possible cause of an activation issue is blade damage. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once blade damage has occurred, subsequent activations may result in fatigue failure initiating at the original damage location, which can result in the blade tip breaking off as described above. Each device is visually inspected an functionally tested prior to shipment, and damge of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.